Event description:
It was reported that a cartridge change error occurred. The customers blood glucose level was 214 mg/dl. Additionally, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared, and customer was able to load a new cartridge onto pump to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.